Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the defibrillation sync function on the tram 450 wasn't working. There was no reported pt injury associated with this event.